Manufacturer narrative:
Retainer ring = clear. On 08/07/2021 the customer reported a blurry display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label. After battery installation, a partial display with a gray horizontal brush stroke along the bottom edge of the screen plus a single vertical blue line in the middle of the screen was noted. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No frozen displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. After visual inspection, there is corrosion in/around the following: bleeding along the left edge close to the bottom left corner of the lcd screen, signs of previous moisture presence along the sides of the pcba1 especially along the sides of the lcd screen. In summary, the customer's report of a blurry display was confirmed. The blurry (bleeding) display is due to the moisture that entered the sides of the screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received from medtronic indicated that the insulin pump had blurry display. Customer stated that after changing the battery, monitoring insulin pump for 2 hours blank display did not returned. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.